Manufacturer narrative:
Analysis did not find any fault. The software was updated and the programmer passed functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to pace. The programmer was returned for servicing. There was no patient involvement.